Event description:
It was reported that the patient experienced accidental infusion set pullouts involving five infusion sets, last reported on (B)(6) 2026 and occurring approximately every two to three weeks, the events resulted in high blood glucose and were treated with correction boluses via the pump.

Manufacturer narrative:
MDR (B)(4) / initial 5 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.